Event description:
Due to an infection elapse, the ICD system was explanted, and a new system was implanted on the right side of the pt. The subject device was initially implanted with an ovatio dr6550 ((B) (4)) and an isoline 2cr6 ((B) (4)). During removal of the subject lead, the fixation helix did not retract completely.

Manufacturer narrative:
(B) (4): this event concerns a device that was manufactured and used outside the united states. Analysis is pending.